Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported the ilet was not charging. The charging pad light engaged, but the device battery did not charge. The user transitioned to backup therapy with multiple daily injections. A replacement device was issued. Blood glucose was not affected.